Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per additional information updated from wo on 05may2025, a check of the diagnostics during filling showed the inlet pressure (ip) was at 0 with circulation pump command (cpc) was at 100 percentage. They discussed this was indicative of a failed circulation pump and discussed the 2000-hour service package. They would discuss repair options with management team.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. Per additional information received, a check of the diagnostics during filling showed the inlet pressure (ip) was at 0 with circulation pump command (cpc) was at 100 percentage. They discussed this was indicative of a failed circulation pump and discussed the 2000-hour service package. They would discuss repair options with management team. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per additional information updated from wo on 05may2025, a check of the diagnostics during filling showed the inlet pressure (ip) was at 0 with circulation pump command (cpc) was at 100 percentage. They discussed this was indicative of a failed circulation pump and discussed the 2000-hour service package. They would discuss repair options with management team.